Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that received a meter blood glucose now alarm. Customer stated that the pump never asked if she wanted to update the sensor. Customer was assisted with calibration and advised to monitor the issue. Customer's blood glucose was reported to be 428 mg/dl but when the customer called back she stated that the pump and sensor have been good. Customer stated that her blood glucose levels are good.